Event description:
Report received of an overdelivery. In 2004, at an unspecified time, the device was programmed to infuse 100ml of ancef over one hour. Approximately ten mintues later, the device sounded an audible air-in-line alarm. At that time, the nurse noted the infusion bag was empty. The device was removed from clinical service. There were no reported adverse patient events and no medical interventions were required. The patient was discharged from the hospital the next day. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an overdelivery. The device passed all testing including delivery accuracy. The device history was downloaded at the manufacturing facility. The date on the pump was noted to be 1 year and 8 months behind, and the time was noted to be 1 hour and 9 minutes behind the actual time. The review of the events in the pump history do not correlate with the events reported by the customer contact.